Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during system error 2240. The technical service representative (tsr) assisted the home patient (hp) as the hp stated his tubing came out of the exit site so the hp had to go into clinic to have it reattached. The hp just powered the machine off. The hp needed to get the cassette out so the tsr cycled power on weight and assisted with the cassette removal. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2012. The nurse stated the following: the transfer set separated from the catheter adapter and was replaced. The sample and lot number were not available and the patient was doing fine with therapy. No patient injury or medical intervention was reported.